Event description:
The customer stated that she rec'd a control test result that was high, out of spec. While troubleshooting, she performed control tests and rec'd results of 355 and 347 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read an average of 371 mg/dl high, out of spec. Performance was satisfactory using iqa retention reagent.